Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure ¿ e.g. Shield breaks off from needle. This event occurred 2 times. The following information was provided by the initial reporter: "whole eclipse needle falls apart, not only the safety shield but also the transparent part comes loose of the needle so everything falls apart."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure ¿ e.g. Shield breaks off from needle. This event occurred 2 times. The following information was provided by the initial reporter: "whole eclipse needle falls apart, not only the safety shield but also the transparent part comes loose of the needle so everything falls apart."